Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no drawer had failed, as the customer insisted on checking the components. A field service engineer opened the back panel and inspected the retractor band and board. The fse re-seated the row board cable to resolve the issue. The fse then tested the drawer in the hardware test application; no further issues were observed. The system functioned as intended after the field service engineer inspected and adjusted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the main 2.1 drawer was not detected on the communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.